Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (popped / will not power on) was confirmed. As received, the monitor would not power on. Upon evaluation, the q12, and q17 transistors (igbts) were shorted on the defibrillator pca board. The cause of the 'popping' sound in the field and the inability to power on is the shorted transistors. Root cause investigation into the shorted transistors is underway under an existing corrective action investigation. Belt sn (B)(4) used with this monitor at the time of the reported problem was returned to the distributor for evaluation. During evaluation, it was noted that the u708 and u713 processors and esd 700 component were defective on the pca board inside the distribution node (dn). The issue was induced by the monitor damage. No adverse event resulted from the defective monitor or electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's monitor 'popped' and would not power on.